Manufacturer narrative:
According to the facility on (B)(6) 2024 "bovie burned patient's skin while actively using bovie, patient's skin at incision/bovie site needed to be excised because of issue". Per the facility "lots of smoke was present". Per the facility the bovie also "stayed hot and burned through the drape when not activated". No additional information is available at this time. The sample was returned, and the reported issue was confirmed. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2024 "bovie burned patient's skin while actively using bovie, patient's skin at incision/bovie site needed to be excised because of issue".